Event description:
Patient called the heart and lung specialized clinic and expressed concern of his batteries switching and also noted alarms on his heartware lvad controller 2.0. Log files sent to medtronic and it was noted that patient had two double power disconnects (pump stops). Patient presented to clinic and both primary and backup controller was exchanged. Patient denied any issues after pump stops. Medtronic notified of this and equipment was returned to them.

Event description:
Patient called the heart and lung specialized clinic and expressed concern of his batteries switching and also noted alarms on his heartware lvad controller 2.0. Log files sent to medtronic and it was noted that patient had two double power disconnects (pump stops). Patient presented to clinic and both primary and backup controller was exchanged. Patient denied any issues after pump stops. Medtronic notified of this and equipment was returned to them.

Manufacturer narrative:
The following elements have blank data: other device #: for type of device: heartware lvad.